Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event. A third party service provider evaluated the ventilator and replaced the coin battery.

Event description:
It was reported that there was a malfunction of the ventilator's display. Patient involvement information has not been provided by the customer.